Manufacturer narrative:
Additional information was received that the dcs was not cut, and only the non-medtronic guidewire was cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b9. H6. Eval code method added; eval code conclusion updated product analysis: upon receipt at medtronic¿s quality laboratory, the subject device was returned with the guidewire loaded within it. The distal end of the guidewire appeared to be cut, and there were three kinks to the guidewire proximal to the wire flush port. The guidewire was successfully removed from the device with slight initial resistance. There appeared to be damage to the distal end of the guidewire following removal. The damage noted on the distal end of the guidewire may have caused the difficulties removing the device from the guidewire. A kink on the guidewire can cause the guidewire to become stuck and prevents the device from being removed without the guidewire from the patient. As part of the analysis, a 0 0.035¿ guidewire was inserted and removed from the device without resistance noted. A device history record review was performed on the device and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Conclusion: overall, there were no findings to suggest a malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a non-medtronic guidewire was used to deliver the valve. Once the valve was fully deployed, the delivery catheter system (dcs) was removed towards the descending aorta for it to be recaptured. The dcs was pulled on and while doing so, the guidewire came out with the dcs. The nose cone was then in the aortic arch and the distal end of the guidewire was against the inflow of the valve. It was attempted to push the guidewire back in the apex of the left ventricle however was unsuccessful. The guidewire was stuck in the dcs. The dcs was pushed back towards the valve to try to maintain the guidewire in place while pulling on the dcs however the guidewire was coming out in harmony with the dcs. To dislodge the guidewire from the dcs, the trigger was used to move the gray front grip away from the deployment knob however was unsuccessful. The dcs was pulled out with the guidewire stuck in the dcs until it was able to cut the guidewire proximal to the nose cone so that part of the guidewire in the artery could maintain access. The procedure was completed successfully. No adverse patient effects were reported.